Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
The patient¿s pump became infected and was removed ten years prior to the report. Drug information was not provided.